Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. It was noted that the setscrew marks on the connector pin were too proximal. The analyst commented that there are two sets of setscrew marks on the is-1 pin. One set of setscrew marks on the is-1 pin is too proximal and one set is in the correct position. It cannot be determine when, but at some time the lead was not fully inserted into the device.

Event description:
It was reported that there was high impedance and reproducible noise on the right ventricular (rv) lead. Fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.